Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the button keypad of her insulin pump for the act button it had been stock and she had an issue with the motor of her reservoir compartment it did not allow her to rewind. The customer stated that button were not responding .no harm requiring medical intervention was reported. The device will be not returned for analysis.